Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event was due to compromised intraoperative visibility of the trabecular meshwork (tm), and surgical technique. MFR# reference: (B)(4).

Event description:
It was reported that the surgeon inadvertently implanted the first stent from a trabecular microbypass stent system slightly posterior below the trabecular meshwork (tm). Per report, the procedure was completed with the implant of an additional stent from a back-up device. The report noted obscured intraoperative visualization (hazy cornea) and inexperience with the device contributed to the stent being malpositioned. Through follow-up, the following additional information was received. Per report, postoperative visualization found "two (2) in good position, and one (1) slightly posterior". The report reiterated that inexperience with the device and compromised intraoperative view due to a "hazy cornea" contributed to the event. There was no adverse patient impact, no intervention required, and the stent''s positioning is being monitored. The patient''s status was noted as "post-ops look good with nice iop and the event resolved".